Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. After predilation, a 2.75x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. After repeated attempts to cross the lesion, the stent struts got deformed. The lesion was dilated again with a 2.75mm balloon catheter. The physician then took a 2.75 x38mm promus element drug eluting stent and was advanced with a little struggle. After proper placement of device, the physician inflated the balloon, deployed the stent and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several severe hypotube kinks across the length of the shaft and the shaft itself was partially broken at 630mm proximal from the hypotube to midshaft bond. The damage most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube partially breaking. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. After predilation, a 2.75x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. After repeated attempts to cross the lesion, the stent struts got deformed. The lesion was dilated again with a 2.75mm balloon catheter. The physician then took a 2.75 x38mm promus element drug eluting stent and was advanced with a little struggle. After proper placement of device, the physician inflated the balloon, deployed the stent and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.